Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that the pump had power error detected alarm after replacing the batteries. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error due to connector resistance issue.